Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to frequent charging, also needed (magnetic resonance imaging) MRI access, the patient is waiting for her follow up appointment, no additional adverse patient effects were reported. The explanted device will not be returned as it was disposed per facility policy.